Manufacturer narrative:
Patient¿s weight was not provided. Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted with right heart failure (rhf) on (B)(6) 2018. Additional information was requested.

Manufacturer narrative:
Device evaluation the patient remains on lvad support. A correlation between the device and the reported right heart failure could not be conclusively determined. Right heart failure is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had mild to moderately reduced right ventricular function prior to lvad implant. CT scan did not reveal any signs of stenosis, kink, or thrombosis. The lvad was reported to have been operating as expected. The healthcare professional reported that the right heart failure was associated with worsening heart failure, but not specifically with the lvad itself. Treatment was intravenous (IV) primacor and diuretics. The patient transferred care to another facility.

Event description:
Additional information: it was reported that the patient received a heart transplant in (B)(6) 2018 at the other facility, where the patient¿s care was previously transferred. No further information was provided.